Manufacturer narrative:
Patient identifier and weight unable to be provided. Device serial number unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the case study ¿recurrent outflow graft compression of heartmate 3: when the left ventricular assist device sticks to the rib¿ that heartmate 3 (hm3) may be associated with outflow graft (ofg) obstruction and associated dyspnea and presyncope symptoms. This case study involved a 77-year-old male patient with a history of dilated non-ischemic cardiomyopathy who was implanted with an hm3 in (B)(6) 2018 as destination therapy. Two years post-implant, the patient presented with lightheadedness, new-onset exertional dyspnea and multiple low flow alarms. A computerized tomography angiography (cta) scan was performed that revealed a moderate-to-severe luminal stenosis of the ofg at its origin with a 13-mm hypodensity within the bend relief in close proximity to the patient¿s 7th rib. Surgical intervention was performed on the bend relief and surrounding ring-reinforced polytetrafluoroethylene (ptfe) graft to remove the biodebris. Nine months after the first occurrence of ofg obstruction, the patient experienced occasional low flow alarms. A repeat cta scan revealed an 8-mm hypodensity with moderate luminal narrowing at the previous interspace of the ofg. No intervention was performed. 16 months after this finding, the patient experienced low flow alarms daily with presyncope events. The low flow alarms were noted to be positional and were exacerbated by leaning forward. A cta performed showed a circumferential and crescentic hypodensity proximally within the bend relief, causing severe narrowing. Surgical intervention was performed through an incision at the 6th intercostal space, exposing the 7th rib. The 7th rib was partially removed and there was immediate improvement to pump flow, from 3 lpm to 4.2 lpm. The bend relief was then cut to remove biodebris and pump flow further improved to 4.7 lpm; the ptfe graft was partially removed at this time. The patient was discharged on postoperative day four with complete resolution of symptoms. A repeat cta performed four months after their surgery revealed a residual 4-mm peripheral hypodensity in the proximal aspect of the outflow cannula; the patient did not present with any symptoms. No intervention was performed. Nine months after their surgery, the patient continued to have no alarms or symptoms. The patient was also noted to have been maintained on therapeutic warfarin and aspirin during the entire course of this case study.

Manufacturer narrative:
H6: investigation findings - biological problem identified (4251). Manufacturer's investigation conclusion: the reported events of extrinsic outflow graft obstruction (eogo) and low flow alarms could not be confirmed based on the provided information; however, the account reported that flow improved following the removal of bio debris existing between the outflow graft (ofg) bend relief and ofg, as well as the partial removal of a rib. A specific cause for the reported event of eogo could not be conclusively determined through this evaluation. The case study included cta images, maximum intensity projection and volume-rendered imaging, and intraoperative photographs that appeared to capture the ofg bend relief and ofg. The cta and volume rendered images were reportedly taken between 2018 and 2022. The intraoperative photographs were reportedly taken 25 months after the first revision surgery and appeared to capture an additional surgical revision of the ofg. Additional cta images reportedly captured the ofg bend relief and ofg before and after the additional surgical revision. Review of the submitted images and photographs could not confirm the reported event of eogo. No product was evaluated under this complaint. The heartmate 3 left ventricular assist device serial number, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: date of event has been entered as the same as published date (october 2022) since date of data collection was not provided. B5: lotan, d. Et al. (2023). Recurrent outflow graft compression of heartmate3: when the left ventricular assist device sticks to the rib. Jtcvs techniques, 17, pp. 104¿107. (B)(6). Section e: the customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. The ¿surgical procedures¿ section of the hm3 IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The ¿attaching the sealed outflow graft to the pump¿ subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "preimplant procedures" and "implant procedures" subsection cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.